Manufacturer narrative:
(B)(4), (B)(6).

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 main compounder module presented a damaged membrane. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.